Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® sst¿ blood collection tubes the shield and the stopper were detached.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for short shot of the stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for short shot of the stopper with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that after use of the bd vacutainer sst blood collection tubes the shield and the stopper were detached.